Manufacturer narrative:
It was confirmed that the product did not contain any of the items that the patient was reported to be allergic to. Product not available for return.

Event description:
Patient experienced symptoms of burning around the mouth. No medical intervention was necessary and symptoms subsided on their own within a short time.